Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause was not reported. The patient was treated with an unspecified antibiotic (dose, route and frequency not reported) for peritonitis. On an unreported date, the patient was hospitalized for the event. It was reported that the patient was discharged from the hospital due to covid-19 risk and was continuing the treatment for peritonitis at home. At the time of this report, the patient was recovering from the event. Action taken with pd therapy was not reported. No additional information is available.